Event description:
Procedure type: gynecology. According to the reporter: when inflating the balloon, the balloon broke. No ill effect to the pt (nothing fell inside the pt). The trocar was replaced.

Manufacturer narrative:
(B)(4)